Manufacturer narrative:
Corrected information provided in h.6. The product code 2339 was reported in error on the initial report. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. There were no other complaints reported in the lot number. The root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during implantation of intraocular lens (iol), the plunger went over the lens. A back-up lens was used to complete the procedure. There was no patient harm. Additional information has been requested however, further information has not been received.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a reportable malfunction. The event is not to be considered a reportable malfunction because it is not likely that a recurrence would result in serious injury. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received indicating that the iol did not come into contact with the patient.